Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2019. According to the complainant, during the procedure, the guide catheter was completely retracted during the stent deployment attempt, however the suture was stuck between the pusher and stent which causes the deployment failure. Reportedly, the endoscope was pulled out of the patient including the stent and delivery system and it was noticed that the guide catheter was broken. The procedure was completed with another advanix-naviflex biliary stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable and good.

Manufacturer narrative:
Problem code and device code 1069 captures the reportable event of guide catheter broken. Initial reporter phone: (B)(6). Investigation analysis: an advanix preloaded stent was returned for analysis and found that the suture push hole and the stent suture hole were found torn additionally, kinks were found to along if the delivery system, the suture was not returned for analysis. It was confirmed that the guide catheter was detached and it was not returned for analysis, it's important to mention that the stent was returned unload of the delivery system and not other issues were found. The investigation concluded that it is most likely that during procedure the device could have been manipulated, since these failure found are issues that could have been generated by manipulation of the device by the user, also interaction with other devices such as a guidewire might have impacted the integrity of the device during the procedure. Handling and manipulation of the device during its use can contribute to these encountered failures, it's important to mention that this device condition could have generated the suture loose and the found guide catheter detached issue. This condition could cause problems with the stent, such as the failure to deploy reported issue. Therefore, 'adverse event related to procedure' is seleted as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2019. According to the complainant, during the procedure, the guide catheter was completely retracted during the stent deployment attempt, however the suture was stuck between the pusher and stent which causes the deployment failure. Reportedly, the endoscope was pulled out of the patient including the stent and delivery system and it was noticed that the guide catheter was broken. The procedure was completed with another advanix-naviflex biliary stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable and good.

Manufacturer narrative:
Problem code and device code 1069 captures the reportable event of guide catheter broken. Initial reporter phone:(B)(4). Investigation analysis an advanix preloaded stent was returned for analysis and found that the suture push hole and the stent suture hole were found torn additionally, kinks were found to along if the delivery system, the suture was not returned for analysis. It was confirmed that the guide catheter was detached and it was not returned for analysis, it's important to mention that the stent was returned unload of the delivery system and not other issues were found. The investigation concluded that it is most likely that during procedure the device could have been manipulated, since these failure found are issues that could have been generated by manipulation of the device by the user, also interaction with other devices such as a guidewire might have impacted the integrity of the device during the procedure. Handling and manipulation of the device during its use can contribute to these encountered failures, it's important to mention that this device condition could have generated the suture loose and the found guide catheter detached issue. This condition could cause problems with the stent, such as the failure to deploy reported issue. Therefore, 'adverse event related to procedure' is seleted as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. Expiration date: 05/05/2021.

Manufacturer narrative:
(B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2019. According to the complainant, during the procedure, the guide catheter was completely retracted during the stent deployment attempt, however the suture was stuck between the pusher and stent which causes the deployment failure. Reportedly, the endoscope was pulled out of the patient including the stent and delivery system and it was noticed that the guide catheter was broken. The procedure was completed with another advanix-naviflex biliary stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable and good.